Event description:
During a ptca stenting treatment procedure involving a calcified and 80% stenotic lesion in the ostium of the rca, the nc monorail balloon was suspected to have ruptured. Contrast dye was noted to be leaking into the vessel at 12 atm's on the third inflation during predilatation of the lesion. (The number of atm's reached on the initial and second inflations was also 12 atm's.) The patient was asymptomatic during this event. The nc monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the express2 16/4.5 stent placement procedure. A 6f introducer sheath (type unknown), a 0.014"/182 choice pt floppy j guidewire, a 6f cordis guide catheter and an acs inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as "ok". No additional information is available at this time.